Event description:
It was reported that the handpiece was leaking a substance during an on-site maintenance visit at the account while the equipment was being tested. There was no pt involvement. No injury was reported, and there were no other adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a possible cause for the reported leaking was problems with the e-box or motor assembly. A sample was taken for analysis. Service will repair and return the device to the customer. A f/u report will be submitted if the final results of the quality investigation require one.